Event description:
The physician placed the sheath into the left femoral artery and attempted to advance to the iliac artery but was unable to advance beyond the iliac artery. When he attempted to remove the sheath, part of the iliac artery was torn.